Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the device experienced leakage. This is 1st of 2 events. The following information was provided by the initial reporter. The customer stated: it was reported 2 pen needles leaked during injecting. Consumer reported found 2 pen needles that leaked during injecting. They completed the flow check fine.

Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the device experienced leakage. This is 1st of 2 events. The following information was provided by the initial reporter. The customer stated: it was reported 2 pen needles leaked during injecting. Consumer reported found 2 pen needles that leaked during injecting. They completed the flow check fine.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the device experienced leakage. This is 1st of 2 events. The following information was provided by the initial reporter. The customer stated: it was reported 2 pen needles leaked during injecting. Consumer reported found 2 pen needles that leaked during injecting. They completed the flow check fine.